Event description:
Customer reports to have experienced keypad anomaly. Customer's blood glucose was 447 mg/dl, which was treated with manual injections. Customer reports of not being able to clear or check blood glucose alerts due to buttons not responding. Customer states that issue may be due to insulin pump regularly falling due to broken belt clip. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The act button did not respond due to flattened button dome switch. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked belt clip slot, broken reservoir tube lip, missing reservoir tube o ring, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.